Manufacturer narrative:
B5: additional information received and attached from customer via email dated 20-sep-2021: the event occurred during bench test. There was no patient involvement. H6: event problem and evaluation codes: corrections after device evaluation h10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device intact. The customer stated problem was not duplicated. No faults found with the device. Event history log was reviewed and the error was found. The dso (downstream occlusion sensor) was replaced as a preventative measure. The cause of the reported problem could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
Information was received indicating that a smiths medical solis vip pump had cassette issues. No adverse effects were reported.